Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose level. The customer¿s blood glucose level was 22.3 mmol/l. At the time of incidence. Customer¿s current blood glucose level was 18.5 mmol/l. Customer was treated with glucose for blood glucose level of 2.1 mmol/l. The insulin pump will not be returned for analysis. Frn-res-unk, unomed set.